Manufacturer narrative:
(B)(4). The root cause is unknown. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6). This is spontaneous report by a nurse from (B)(6) of peritonitis coincident with dianeal pd4 ultrabag therapy. In (B)(6) 2010, the patient began treatment with dianeal pd4 ultrabag, 4 liters (dose and frequency not reported), intraperitoneally (ip), for continuous ambulatory peritoneal dialysis (capd). In 2011, the patient experienced peritonitis and was hospitalized. Laboratory results and action taken with dianeal was not reported. The outcome and root cause of the peritonitis was unknown. The nurse did not provide an assessment of causality for the event of peritonitis.